Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient experienced bleeding, dyspareunia and pelvic pain. According to the physician's office, the patient returned in approximately (B)(6) 2012 and presented with a small area of exposed mesh in the upper vaginal bulb. The physician removed one arm of mesh that had become slightly exposed. No further complications were reported. Per the physician, the patient is doing very well upon examination. All other information is unknown.